Manufacturer narrative:
(B)(4).

Event description:
It was reported false auto mode switching episodes were observed due to far-field r-wave oversensing. The suggested programming change was made. No further information is available.